Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "on monday, (B)(6) 2023, at hospital, the surgeon was inserting an altrx liner, and the orange impactor tip broke into two pieces. Both pieces were retrieved and matched together to make sure that no smaller pieces were created." The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the post of impactor tip 36mm was broken. This type of damage is consistent with overload fracture caused by excessive bending and repeated improper disassembly of device from mating part. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the impactor tip 36mm would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon was inserting an altrx liner, and the orange impactor tip broke into two pieces. Both pieces were retrieved and matched together to make sure that no smaller pieces were generated.